Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17920. Related manufacturer reference number: 1627487-2021-17922. Related manufacturer reference number: 1627487-2021-17923. It was reported that two of the patients leads had migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced to resolve the issue. It is unknown which leads migrated. As such, all of the patients leads are being reported.